Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. Dr. (B)(6) from (B)(6) hospital in the united states informed cook on 24jul2019 of an incident involving a zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-36-113 from lot: 1834480. The device was implanted with a tfle-16-71 (lot: 1828088) and tfle-24-54 (lot: 1771931) on (B)(6) 2007 at (B)(6) hospital in (B)(6). It was reported that the patient later presented as symptomatic with flank and belly pain. The physician confirmed that the device had migrated south and scheduled an open aortic explant procedure. The device was successfully removed the open aneurysm repair procedure on (B)(6) 2019. The patient was doing well in the ICU post procedure with no further adverse effects due to this occurrence. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. A photo of the device showing the explanted tffb main body and one tfle graft was provided by the user facility. The tffb graft was cut into two different components at the distal part of the second external main body stent (suprarenal, sealing, 2 external body stents for the proximal portion; 1 external body stent and limbs for the distal portion). Three explanted grafts were returned to cook for evaluation as well, including the two separated portions of the tffb main body , a tfle-24-54, and a proximal sealing stent of a leg graft. Many of the stents were found to be damaged, which was likely a result of the explant procedure. Corrosion was observed on the all solder joints of the proximal portion of the tffb. Graft damage consistent with the explant procedure was noted as well. Between the two components of the tffb, ten green suture failures and three green suture frays were noted. All suture holes were found to be less than the acceptable size. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that the product is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (1834480) as well as the related sub-assembly lots revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. Additionally, the tffb is a one-device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU) provided with tffb-36-113 devices states the following in consideration of the reported failure mode: "2 indications for use the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than18 mm. With an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site of greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. The zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically at the proximal aortic neck and distal iliac artery interface [¿] necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 5 adverse events. Adverse events that may occur and/or require interventions include, but are not limited to : aneurysm enlargement. Aneurysm rupture and death. Endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Surgical conversion to open repair. 12 imaging guidelines and postoperative follow-up the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced. Follow-up. Physicians should evaluate patients on an individual bases and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1. This schedule continues to be the minimum requirement for patient follow-up and should be maintained in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patient with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Annual imaging follow-up should include abdominal radiographs and both contrast and non-contrast CT examinations. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. The abdominal radiographs provide information on device integrity (separation between components, stent fracture and barb separation).¿ based on the information provided, evaluation of the returned product, and the results of the investigation, a definitive root cause was related to the patient's condition based on the implantation time interval and suspected aneurysm growth into the proximal seal zone. Additionally, migration is a known inherent risk of using this device. Disease progression of the abdominal aortic aneurysm over the 12 year implantation interval likely contributed to anatomical changes in the area around the grafts. It is likely that aneurysm growth into the proximal seal zone and suprarenal aorta contributed to the graft migration. When asked for the shape of the neck anatomy, the cook representative stated that there was no neck. Dilation of the aneurysm neck as a result of proximal aneurysm growth shifts the support of the graft exclusively to the suprarenal stent, mainly the barbs engaged with the suprarenal aorta. The resulting increased force on the suprarenal stent barbs could have contributed to the damage observed to the suprarenal stent barbs, increasing the risk for migration. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: tfle-24-54, lot # 1771931, tfle-16-71, lot # 1828088. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft bifurcated main body was implanted in the patient sometime in 2007. The patient later presented as symptomatic, with flank and belly pain. It was then found that the device had migrated south. The physician felt that the graft measured too large for the patient's anatomy. The physician performed a scheduled open aortic procedure and the graft was explanted on (B)(6) 2019. A blood clot was removed and the aorta was then sewn back together. The patient is currently doing well in the intensive care unit (ICU) and all vitals are "good."